Event description:
Discordant advia 2400 results were obtained for one patient for enzymatic creatinine_2. Results for this patient on the advia 2400 consistently differed from results obtained at three other laboratories using a different method. There was no known patient intervention or adverse health consequence due to the discordant advia 2400 results.

Manufacturer narrative:
The customer noted that enzymatic creatinine_2 has been working properly on this advia 2400, except for consistently discordant results for this particular patient. The cause of the discordant enzymatic creatinine_2 results for this patient is unknown. No further evaluation of the device is required.